Event description:
The customer called into philips to report that the device failed an operational check for an unspecified reason. There was reportedly no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the device fail operational check. There was no reported patient involvement.